Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the bubbled dso seal as well as upstream occlusion (uso) seal damage and a scratched lcd lens. Event history log review was not applicable. Functional testing included visual inspection and confirmed the reported issue. The root cause was determined to be a bubbled dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a bubbled downstream occlusion (dso). Per the reporter, there were no adverse patient effects.